Event description:
Information received from swift prime, subject: (B)(4). On (B)(6) 2013, the patient was randomized to IV tpa (tissue plasminogen activator) + solitaire fr and treated. On the same day, the patient was reported to have headache and it resolved on (B)(6) 2013. On (B)(6) 2013, the patient had a decrease in potassium in blood level and a right intracerebral hemorrhagic infarction. The decrease in potassium resolved on (B)(6) 2013, but the infarction has not resolved yet. On (B)(6) 2013, the patient was reported to have some pain that resolved on the same day. The patient had more pain on (B)(6) 2013 and that resolved again on (B)(6) 2014. On (B)(6) 2013, the patient had sleeplessness that resolved on (B)(6) 2013. The adverse event of hemorrhagic infarction was procedure related. The relationship of all the other adverse events to the device was unknown.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4).